Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 4251050 conformed to the specifications when released to stock. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. The icp express passed with reading 500. Device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to improper use or excessive force on product; physical strength of materials unfit for intended use.

Event description:
N/a.

Event description:
A facility reported that before a procedure, the surgeon was not able to zero a microsensor. The monitor was showing the message "no transducer detected". The procedure was completed with a replacement product. No patient contact/injury, no surgical delay reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.